Event description:
It was reported that during the procedure, a 7x150mm on 80cm catheter armada 35 peripheral dilatation catheter was advanced without resistance to a heavily calcified non-tortuous lesion in the superficial femoral artery. During initial inflation of the armada 35 balloon, with 5 millimeters (mm) of contrast using a hand-held 5mm syringe, the balloon ruptured circumferentially at an unspecified pressure, with the distal end of the balloon separating inside of the vessel; the armada 35 balloon rupture reportedly caused difficulty with removing the armada 35 as resistance was felt between the armada 35 and a non-abbott guide wire. While the armada 35 was withdrawn from the anatomy, the separated distal balloon piece remained in the artery. As the balloon reportedly bunched up against the vessel wall during attempted retrieval, angioseal was applied to prevent embolization of balloon pieces. The patient was transferred to the hospital intensive care unit (ICU) and the separated distal balloon piece was surgically removed via endarterectomy. The target lesion was treated via use of an unspecified balloon dilatation catheter and sheath, through a new access vessel. The patient is reportedly in stable condition and was subsequently discharged at an unspecified date. There were no adverse patient effects, however, this issue caused a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Cine images received confirmed the reported balloon rupture. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency regarding balloon ruptures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Guide wire: terumo glide wire; inflation: 5ml hand-held syringe; sheath: 6-fr. The device has not yet been received. A follow-up report will be submitted with all additional relevant information.